Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the proximal left anterior descending artery. A non-abbott guide wire was advanced and crossed the lesion successfully. The 3.0 x 38 mm xience xpedition crossed successfully with direct stenting and a 3.5 x 12 mm nc trek was chosen for post-dilatation; however, there was resistance during removal of the protective sheath and resistance was felt during the insertion onto the guide wire. Therefore, the nc trek was removed and replaced with a non-compliant non-abbott balloon which was advanced and crossed successfully to finish post dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported difficulty removing the protective sheath could not be tested/confirmed due the sheath not being returned. The reported difficulty to insert was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however the reported difficulty to insert appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.